Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/single leaflet device attachment (slda) is related to challenging patient anatomy (thin or friable leaflets). The poor image resolution is related to patient condition (mechanical mitral and aortic valves). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5+ functional tricuspid regurgitation (tr), mechanical mitral and aortic valves, a rotated heart, and thin and friable leaflets for a triclip procedure. Visualization was difficult due to the mechanical mitral and an aortic valves. Intracardiac echocardiography (ice) utilized. The first triclip was implanted at the mid antero-septal position, it was difficult to asses full leaflet insertion due to the poor visibility. After deployment of the clip it was determined that the clip had a single leaflet detachment (slda) and was only attached to the septal leaflet. A second triclip was implanted next to the first clip in the central antero septal position to stabilize the first clip. Similarly, it was difficult to determine leaflet insertion and after deployment the clip was only attached to the septal leaflet but appeared stable on the anterior leaflet. A third clip was implanted at the anterior/septal position to stabilize the first two clips and a forth clip was implanted at the posterior/septal position successfully. The final tr was grade 3. There was no clinically significant delay reported. Per the physician, both sldas were due to the thin and friable leaflets.